Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown. Expiration date: unknown. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. It was indicated that the device was not returned for analysis (the lens remains implanted.) The lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient developed retinal detachment 10 months post op. Reportedly tecnis symfony multifocal intraocular lens (model zxt225, +13.0 diopter) was implanted on (B)(6) 2016. It was reported that there was capsular tear, and vitrectomy was performed. No further information was provided.